Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units bct, stopper pop off occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-feb-2026. Investigation summary: bd received 5 samples for investigation. The 5 samples were inspected with no issues being identified with the stopper. Furthermore, functional tests were performed on four of the returned samples, and all were within specification limits with no issues observed regarding stopper function. Additionally, 100 retained samples were inspected, with zero visible defects. Functional tests were also conducted on ten retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units bct, stopper pop off occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.